Event description:
Information received notes that the patient was seen because of a syncopal spell. When the device was interrogated, the message, "place telemetry wand" was displayed. The message was also given that the device had just been programmed out of back-up mode. The patient was in junctional escape rhythm and there was no evidence of ventricular pacing at the appropriate interval. The patient's rate went down to the 30's and capture was lost on the ventricular channel.